Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307, e. Coli has misidentified as citrobacter fermerii an unspecified number of times. No patient impact or treatment change reported.

Event description:
It was reported that while using panel phoenix nmic/ID-307, proteus mirabilis was misidentified as morganella morganii an unspecified number of times. No patient impact or treatment change reported.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: b.5. Describe event or problem: it was reported that while using panel phoenix nmic/ID-307, proteus mirabilis was misidentified as morganella morganii an unspecified number of times. No patient impact or treatment change reported. H.6. Investigation summary: this complaint is for misidentification of proteus mirabilis as morganella morganii when using phoenix panel nmic/ID-307(catalog number 449289) batch number 3213033. The customer did not return panels or phoenix generated lab reports but provided isolates for the investigation. The customer returned isolate was verified as p. Mirabilis on the bruker maldi biotyper. Complaint batch 3213033 was unavailable for investigation testing and a comparable batch was used. To investigate, two retention panels from the comparable batch were tested using customer returned isolate p. Mirabilis on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using customer returned isolate p. Mirabilis on a phoenix m50 machine and evaluated for identification results. All four panels identified their isolate as proteus rustigianii. Therefore, this complaint is confirmed for misidentification. As part of the investigation, r&d performed a biochemical analysis of the bd testing lab reports and binary files of customer returned p. Mirabilis. Review of the lab reports and binary files from bd¿s internal testing shows variability in some of the substrate reactions. This indicates that some of the substrate reactions were more aligned with a p. Rustigianii identification as opposed to a p. Mirabilis identification. However, based on the analysis, there were no results that stood out to be a definitive cause of the p. Mirabilis mis ids. An overall review of gram negative performance is on-going and will continue to be investigated. Please continue to communicate any additional concerns. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.